Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) informed from the user facility that in unspecified timing, it was found that the camera cable of the subject device was broken and a green only image was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. In addition, the service department of olympus (B)(4) checked the subject device and found that the image failure occurred on the subject device due to the broken camera cable.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based on the information from oekg, there was the possibility that this phenomenon was attributed to the breakage of the camera cable due to the excessive stress by user handling. If additional information becomes available, this report will be supplemented.